Manufacturer narrative:
Batch review performed on 26 june 2024: lot 2336602: (B)(4) items manufactured and released on 12-dec-2023. Expiration date: 2028-nov-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implant revised. Batch review performed on 26 june 2024 on reverse shoulder system 04.01.0173. Glenosphere 39xø27 (k170452) lot. 2341006. Lot 2341006: (B)(4) items manufactured and released on 29-jan-2024. Expiration date: 2029-jan-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
About 1 month after the primary surgery, revision was performed due to infection. No loosening of the implants and excellent stability of the bone graft in place. Glenosphere and liner revised.